Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack needs to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.